Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC was leaking at the hub. It does not leak when they hook a flush up directly to PICC but when a clave is on it leaks. They are pretty sure it is not the clave because they have had zero leaking with other claves that are used throughout the hospital." Add info rcvd 04/20/2022: a detailed description of the event: PICC line leaking at hub/clave connection what type of catheter securement was utilized? Stat lock securement device utilized.

Event description:
It was reported "PICC was leaking at the hub. It does not leak when they hook a flush up directly to PICC but when a clave is on it leaks. They are pretty sure it is not the clave because they have had zero leaking with other claves that are used throughout the hospital." Add info rcvd 04/20/2022: a detailed description of the event: PICC line leaking at hub/clave connection what type of catheter securement was utilized? Stat lock securement device utilized.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, manufacture quality and production records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was manufacturing-related. The product returned for evaluation was one dot powerpicc 4fr s/l mbplus catheter. Light usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. That material had the appearance of a mold defect which could result in inadequate sealing of the luer hub with a syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event. A lot history review (lhr) of refx5370 showed twenty-nine other similar product complaint(s) from this lot number.